Event description:
Spontaneous. Hospital pharmacist reported that the patient was hospitalized for issues due to high pressure in his pump. Exact date of admission/current length of stay are unknown. Unknown if his doctor is aware. Hospital pharmacist did not report that the pumps were malfunctioning. No other information provided. Epoprostenol dose/frequency: reconstitute contents of vial with 5ml diluent and mix cassette as directed. Infuse continuously as physician orders. Allow for priming volume. Dose range: 1-150 ng/kg/min. Reported to (B)(6) by health professional.